Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 16mm and approx 35mm proximal of weld site. The proximal section of the j stiffener wire measures approx 52mm and has migrated down the lead body approx 38mm proximal of the weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx 87mm. X-ray of lead distally confirms j stiffener wire fractures.

Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular. Technique/tools: direct traction no complications.